Event description:
The customer reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep eval the sys and determined the bios memory had to be replaced, but no conclusion can be drawn as further repair info is not available.